Manufacturer narrative:
An unexpected return confirmed a male luer break. Visual inspection as received confirmed the male luer collar sets to be cracked and broken. Closer inspection of the break under a lab microscope observed no stress marks or tool marks. No further testing could be performed due to the broken male luer collars. The root cause was related to design of the specific male luer component.

Event description:
An unknown broken tubing issue was reported. Although requested, additional information was not provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed. Patient is a pediatric.

Event description:
An unknown broken tubing issue was reported. Although requested, additional information was not provided.